Event description:
It was reported that externalized conductors between the rv and svc coil was noted via fluoroscopy. Noise was found via review of iegm. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.